Event description:
A customer reported that the equipment displayed problems with the footswitch and locked during a cataract intraocular lens (iol) implant procedure. The procedure was able to be completed with another footswitch. There was no harm to the pt. No procedure were cancelled due to this event.

Manufacturer narrative:
The company rep examined the system and found a system message (footswitch eeprom read failure) in the event log. The footswitch was replaced. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this footswitch and system. The root cause cannot be determined conclusively. (B)(4).